Event description:
It was reported that during a da vinci s myomectomy procedure the customer experienced difficulty removing the permanent cautery spatula (pcs) instrument from the cannula and pieces from the instrument broke off and fell into the patient. The instrument fragments were retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the proximal clevis is detached from the main tube with damage at the distal end of the main tube with pieces removed and missing. Engineering concluded that damage to the instrument is likely due to excess force applied to the clevis. Clevis. The instruments and accessories user manual specifically states: general precautions and warnings - please refer to the individual esu manufacturer's operator's manual for operating instructions. Set the esu ti bipolar output. Set the power as low a possible to achieve adequate hemostasis - do not use bipolar instruments with a moopolar source output as this may cause damage to the instrument and harm to the patient or medical personnel.